Manufacturer narrative:
This a device from the same lot was returned to vygon, and was submitted for evaluation as part of the complaint investigation. Vygon (B)(4) was unable to confirm the complaint because the catheter was unavailable for their examination. As the catheter worked well for seven days, and each catheter is leak and flow tested before packaging, a manufacturing defect is improbable. This is the first complaint for this lot. As a disinfectant used contained alcohol, it is essential to let the disinfectant dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. (A warning to this effect is stated in the product IFU).

Event description:
There was a leak between the catheter and the extension line after a couple of days in the patient. The line was removed, and replaced. Possible candida infection following the incident.

Manufacturer narrative:
This a device from the same lot was returned to vygon, and was submitted for evaluation as part of the complaint investigation. This investigation is still in-process, and the results will be forwarded to FDA upon completion.

Event description:
There was a leak between the catheter and the extension line after a couple of days in the patient. The line was removed, and replaced. Possible candida infection following the incident.